Event description:
It was reported that, intermittently, speckles would be observed on the images of both the left and right workstation monitors associated with the 9600emi system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the image processor pcb. The system was tested and found to be working as intended and placed back into service.